Manufacturer narrative:
H.6. Investigation: photos were received by bd for evaluation. A quality engineer was able to review three photos of venflon I from an unknown lot number, regarding item # 391492 with the reported issue that, ¿cannula's catheter ruptured in first prick¿. No sample(s) and three photographs shared by the customer for the reported defect. Since there is no sample, and three photographs with unknown batch numbers were received by bd for the reported defect, bd is unable to simulate or confirm the defect due to incomplete information. The investigating team is unable to arrive at a probable root cause due to incomplete information. There is no information of the batch number on which the defect was found. There are no samples available for investigation of confirmation. The photographs of the reported defect could not help in arriving at any conclusion of the reported defect due to unknown lot number. The defect could not be confirmed due to incomplete information.

Event description:
It was reported that the venflon 2 - 20g ruptured during the first prick. This occurred with 2 different catheters during use. The following information was provided by the initial reporter: "venflon I 20g cannula's catheter ruptured in first prick".

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the venflon 2 - 20g ruptured during the first prick. This occurred with 2 different catheters during use. The following information was provided by the initial reporter: "venflon I 20g cannula's catheter ruptured in first prick."